Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, rewind anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had diminished battery life and insulin squirting during priming. It was reported that the insulin pump rewinds slower and buttons were less responsive, harder to press. It was reported that sometimes had to press the act button more than once. The insulin pump will not be returned for analysis.